Event description:
It was reported to boston scientific corporation that during a procedure using a capio open access suture capturing device, the needle did not pass through appropriately after three attempts (specifics unknown). All other information is unknown and reportedly unavailable.